Event description:
Leica biosystems received a complaint that "the tissue condition is very poor, especially the endoscopic tissue cannot be recovered and diagnosed". On (B)(6) 2016, leica biosystems received information that re-biopsy of approximately 30 cases has been recommended and performed. An identifier, the age or date birth and the gender of each patient requiring re-biopsy has been requested. Investigation of this complaint by leica biosystems is in progress.

Manufacturer narrative:
It was determined that the sub-optimal tissue processing reported by the complainant was derived from the "factory 12 hr xylene standard-damc2 nwlll" protocol started in retort a at 17:22pm on (B)(6) 2016 and the "factory 12 hr xylene standard-damc2 nw" protocol started in retort b at 17:22pm on (B)(6) 2016. These protocols comprised 100 and 200 cassettes respectively. Investigation of this complaint found that a use error involving failure to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual occurred at both 16:05pm and 16:06pm on (B)(6) 2016. A user affirmed in the instrument software that the reagent concentration in bottles 10 (ethanol) and 12 (xylene) was to be set to the default value of 100% at 16:05pm and 16:06pm respectively on (B)(6) 2016. However, the actual concentration of the reagent in bottles 10 (ethanol) and 12 (xylene) remained unchanged at 64.2% and 63.6% respectively, because neither bottle had not been removed from the instrument for sufficient time to replace the reagent. Bottle 10 (ethanol) was not in contact with the corresponding sensor for a period of three (3) seconds at 16:05pm on (B)(6) 2016; and bottle 12 (xylene) was not in contact with the corresponding sensor for a period of four (4) seconds at 16:05pm on (B)(6) 2016. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type; and reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottles 10 (ethanol) and 12 (xylene) was used for the final dehydration and clearing steps respectively of both of the "factory 12 hr xylene standard-damc2 nwlll" protocol started in retort a at 17:22pm on (B)(6) 2016 and the "factory 12 hr xylene standard-damc2 nw" protocol started in retort b at 17:22pm on (B)(6) 2016. The minimum final reagent concentration required for ethanol is 98%; and the minimum final reagent concentration for xylene is 95%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of both the "factory 12 hr xylene standard-damc2 nwlll" protocol started in retort a at 17:22pm on (B)(6) 2016 and the "factory 12 hr xylene standard-damc2 nw" protocol started in retort b at 17:22pm on (B)(6) 2016, from which sub-optimal tissue processing was reported by the complainant. The root cause of the sub-optimal tissue processing reported was use errors, which occurred at 16:05pm and 16:06pm on (B)(6) 2016. Specifically, a user failed to complete manual replacement of the reagent in bottles 10 (ethanol) and 12 (xylene) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
On 16 january 2016, leica biosystems melbourne received information that the institution had advised that the patient information requested (an identifier, age or date birth and gender) would not be provided.